Event description:
It was reported that a company representative's programming wand would work intermittently due to a frayed serial data cable. The cause for the frayed cable was due to the company representative's normal usage as she would carry the programming wand in and out of a carry bag. A new programming wand was sent to the representative and the reported wand was returned to undergo product analysis.

Manufacturer narrative:
Conclusion: device malfunction is suspected, but did not cause or contribute to a death or serious injury.